Manufacturer narrative:
User reported discrepancies between blood glucose (bg) and sensor glucose (sg) readings. Based on a review of the sensor data available in the data management system (dms), escalation analysis indicated that the system was experiencing a period of transient optical instability. The user was advised to perform a sensor re-link to re-initialize the system and support stabilization. Post re-link, the user was advised to continue using the system and to enter calibrations as prompted and call back if the issue persists for further troubleshooting. The user agreed with this assessment. As per the data management system (dms) review, the system remained in active use with up-to-date information.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from blood glucometer measurements. No injury or medical intervention was reported.